Event description:
Information received indicates the head section would not lower past approximately 10 degrees.

Manufacturer narrative:
The technician found that the head gas springs had an internal failure. He replaced the head gas springs and the head section functioned properly.